Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation and found the on/off key not working properly. The device was determined to not meet all product specifications related to the reported event. The would not power off was verified. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power off during preventive maintenance (pm) testing. There was no patient involvement associated with this event. No additional information is available.